Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence and pelvic organ prolapse and mesh and a (bard) pelvicol were implanted into the patient. The patient experienced pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat a complete urethrovaginal prolapse with stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient underwent the concurrent procedures of a laparotomy, a hysterectomy with bilateral salpingoophorectomy, vault suspension, sacrocolpopexy, lateral vaginal wall repair, culdoplasty with anterior and posterior repair and cystoscopy during mesh implantation. Due to vaginal perforation mesh was removed during the initial procedure with concurrent cystoscopy. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04949. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced ¿marked hydronephrosis probably secondary to previous gynecological surgery¿. Her pre-operative diagnosis was left ureteral stricture and underwent left ureteral reimplant [politano-leadbetter reimplant] on (B)(6) 2008. No additional information is provided at this time. (B)(4).